Event description:
It was reported that a patient¿s first device was ¿defective¿ and the patient had it replaced ((B)(6) 2010). It was further reported that the leads had been fractured. It was stated that the patient had reprogramming, x-ray, and surgery, which resolved the issue. It was stated that the cause had not been determined. It was stated that the patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's first lead broke almost immediately. There were no reported complications and no further complications were expected. Patient was implanted for degenerative disc disease.

Manufacturer narrative:
Concomitant products: product ID 377745, lot # v006412, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 3487a-33, lot # j0519321v, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 377745, lot # v006412, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 3487a-33, lot # j0519321v, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.